Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. (B)(4). Catalog number: balloon: 72400024, pump: 72404127. (B)(4). Expiration date: balloon: 05/01/2017, pump: 01/31/2013. Manufacture date: balloon: 05/14/2012, pump: 02/14/2012.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with their artificial urinary sphincter cuff. The patient's incontinence was still better than baseline. The system was replaced a few months later with a 4.5 cm cuff, pump and 61-70 cmh2o balloon. The patient had no further complications.